Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch, received at the same time and for the same issue (one of the defects), closed as not confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record, and although there are incidences in the process, the results before releasing the product fulfill usp/ep, and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 2.63 kgf in average and 1.04 in minimum, and fulfilled the specifications of the (B)(4): 1.12 kgf in average and 0.46 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case, and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective, or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with safil violet suture. On (B)(6) 2020, during closure of incision after c-section, the 2/0 suture was broken at the connection of needle. Although this did not cause patient injury, but there was potential to cause delayed healing. Infection risk also increased because surgery time prolonged. No further information received.